Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) stated, she was still connected to the hc. The technical service representative (tsr) advised the hp to cycle power and a system error 2367 occurred. The tsr had the hp cycle power again to clear the alarm. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: product surveillance spoke with the home patient (hp) regarding the system error 2240. The hp did not remember any information regarding this alarm. There have been no other issues with therapy and there was no patient injury or medical intervention reported. This report for a system error 2240 (air in set) was not confirmed, as the sample was not returned. Based on the information gathered during baxter?s investigation the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.